Manufacturer narrative:
During the displacement test when the motor was rewinding, the unit returned both a software error detected alarm and hardware low level failure alarm. After further examination of the unit¿s interior, there was corrosion and mold on pcba1 just about everywhere. Furthermore the home motor switch was rusted out. Unable to perform the displacement test due to the pump errors. Unit received with both a vertical and horizontal crack in the battery threads. In addition to this, the s/n label located between the belt clip rails has rubbed off and become illegible.

Event description:
The customer reported via phone call that battery compartment was cracked. The customer¿s blood glucose level was 156 mg/dl. Customer stated that the insulin pump has cosmetic damage. The customer also stated that the reservoir lip ring was not damaged. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.